Manufacturer narrative:
The device history record (DHR) review was completed and there was no nonconformance found related to this event. Through follow-up with the healthcare provider, it was learned that the procedure date in the operative report was incorrect. The correct procedure date is (B) (6) 2009.

Event description:
It was reported that the device was explanted after an implant duration of approximately 84.43 months. Through follow-up (with the healthcare provider), it was learned that the device was explanted due to aortic insufficiency and aortic stenosis.

Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow-up with the health care provider (via fax), additional information and a copy of the operative report was received. A device history record review is currently in process.

Event description:
It was reported that the device was explanted after an implant duration of approximately 84.5 months. Through follow-up (with the health care provider), it was learned that the device was explanted due to aortic insufficiency and aortic stenosis.